Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer reports that the right rear wheel is wobbly and the bearings completely disintegrated.